Event description:
It was reported that the patient's left femur was revised due to necrosis of the patient's native femoral head. A gamma3 nail (with 1 lag screw and 1 distal screw) was removed and the patient was converted to a total hip. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient's left femur was revised due to necrosis of the patient's native femoral head. A gamma3 nail (with 1 lag screw and 1 distal screw) was removed and the patient was converted to a total hip. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Correction - please refer to d4 lot#. The reported event could not be confirmed since the device was returned for evaluation and with provided pictures we cannot confirm the event. A device inspection was not possible since the affected device was not returned and with provided images we can see no physical damage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.